Event description:
It was reported that a malfunction alarm identified as malf 12 occurred. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump and was advised that the pump could continue to be used. The customer was also instructed to contact support again if the malfunction alarm reappeared, and acknowledged this advice.